Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems"), visual impairment ("vision problems"), post procedural infection ("complications during removal surgery? Infection") and skin disorder ("rash/skin condition"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, rash, urinary tract infection, vaginal infection, vaginal discharge, alopecia, fatigue, migraine, headache, tooth disorder and visual impairment had resolved and the post procedural infection outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural infection, rash, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and visual impairment to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), uti, vaginal infection, vaginal discharge, hair loss, fatigue, migraine, headaches, dental problems and vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), allergy- rash/skin condition, bladder. Urinary problems, uti, vaginal infection, vaginal discharge, hair loss, fatigue, migraine, headaches, dental problems, vision problems and infection were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.